Event description:
The customer contact reported that the device powered off by itself. The device was returned to the engineering department with a note that indicated, during infusion the pump turned off. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. Multiple unsuccessful attempts have been made to obtain additional information, including if there were any adverse patient effects, a delay in therapy critical, and if any medical interventions were required.

Manufacturer narrative:
The device was received on (B)(4) 2013. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.